Manufacturer narrative:
(B)(4). Medical product: nexgen lps-flex articular surface, catalog#: 00596203012, lot#: 61678860. Femoral component, catalog#: 00599401491, lot#: 60800006. Tibial component stemmed, catalog#: 00598003702, lot#: 61882407. Tibial block and screws, catalog#: 00598800427, lot#: 61508166. Tibial block and screws, catalog#: 00598800427, lot#: 61648320. Stem extension straight, catalog#: 00598801016, lot#: 61835919. Stem extension offset, catalog#: 00598802011, lot#: 61529778. Prc agmt block post, catalog#: 00599003401, lot#: 60955110. Prc agmt block post, catalog#: 00599003401, lot#: 61480748. Prc agmt block dist, catalog #: 00599003410, lot#: 61632618. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2012-02588, 0002648920-2017-00564. Reported event was confirmed by review of revision operative notes. The revision surgeon for this complaint noted that "the patella was complete[ly] denuded of any bone and was free floating. There was absolutely no patella to reconstruct." Postoperative diagnosis includes ptellar fracture with complete loosening of the patellar component, instability, and continued infection. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately 5 months post-implantation due to extensor tendon disruption, patellar fracture with loosening of the patellar component, mild instability, and continued infection. Patient fell prior to procedure, hyperflexing the knee. Patella was said to be free-floating and denuded of bone. Bearing and patella were removed. A new bearing was implanted to complete the procedure.